Event description:
Note: company's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on patients. The hospital reported that the circuit was attached to an anesthesia machine for pre-test, found a hole in tubing. Also reported no patient involvement.